Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) received multiple shocks for ventricular tachycardia (vt). It was reported that after the fifth shock was delivered, the rhythm accelerated into ventricular fibrillation (vf). The device then delivered a sixth shock which successfully converted the rhythm. The patient has been referred to an electrophysiologist for further follow up. The device system remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) received multiple shocks for the patient's self-conducted monomorphic ventricular tachycardia (vt). It was reported that after the fourth shock was delivered for vt, the rhythm accelerated into ventricular fibrillation (vf). The fifth shock successfully converted the rhythm. The patient has been evaluated by an electrophysiologist and the plan is continued in-office visits in addition to medication optimization. The device system remains in service at this time. No additional adverse patient effects were reported.